Event description:
While using this instrument the tip bent, then broke off. The piece had to be located; it was found to be not in the pt. Therefore, there was no adverse pt outcome except longer anesthesia. The potential for this tiny tip falling in the pt was tremendous.